Manufacturer narrative:
Other applicable components are: product ID: 3057, serial# unknown, product type: screening device, product ID: 3057, serial# unknown, product type: screening device.

Event description:
Information was received from a consumer regarding a trial patient undergoing a basic evaluation. It was reported that the patient¿s leads came out and the belt came off. It was suggested that the patient contact their doctor for direction. No symptoms were reported. No further complications were reported/anticipated. The indication for use was unknown.